Manufacturer narrative:
A visual inspection was performed on the returned guide wire; however, the reported tip break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported tip break and noted tip damages appear to be related to case circumstances of the procedure. In this case, based on the reported information and returned device analysis, it is likely that during the procedure, the coils stretched and became offset against the anatomy causing the appearance of a break under fluoroscopy. The noted bend on the shaping ribbon is consistent with the pre-tip shape on the guide wire. The noted teflon coating damage likely occurred during retraction through the torque device and /or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous vessel in the right coronary artery (rca). The hi-torque (ht) balance middleweight (bmw) universal guide wire was attempted to be advanced without resistance, however, it was found by fluoroscopy that the guide wire tip was fractured. The ht bmw was withdrawn and another bmw was used to complete the procedure. There was no resistance during withdrawal. There was no reported adverse patient effect and there was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.